Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice device. According to the report, the patient stated that this occurred during dwell three of five. The technical services representative (tsr) assisted the patient in clearing the alarm. During troubleshooting, no abnormalities were noted that could have caused or lead to this system error. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis could not be completed.  Should additional relevant information become available, a supplemental report will be submitted.